Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This product is registered as a combination product.

Event description:
It was reported that the patient presented for lead revision of the atrial lead. During the procedure the right ventricular lead was noted to have an insulation breach or fracture. The lead was explanted and replaced. There were no adverse patient consequences reported.